Event description:
The company was notified that the patient developed a wound at the implant site that had never completely healed. It was also reported that the interior wires of the implant were exposed. The patient has requested a longer cable to allow placement of the external equipment on the contra-lateral ear which will allow the wound on the implanted side to heal.